Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, ¿during rewarming, the oxygenator inlet tubing came off the oxygenator.¿ the product was not changed out, there was 400 cc¿s of blood loss, and surgery was completed successfully. There was a 5 minute delay in surgical procedure. There was no observed harm of the pt.

Manufacturer narrative:
Terumo received the actual device; however, further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).